Event description:
It was reported that, during a robotic laparoscopic prostatectomy while the surgeon tried to pull on the prostate, the prostate slipped out of the grasp of the secure cadiere forceps as if the grip strength was weak. The secure cadiere was replaced with a new one, and this resolved the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1, d10; additional information: d4 (UDI #), d9, h4 h3) device evaluation: medtronic led an evaluation of the reported secure cadiere forceps and the associated device logs. Evaluation of the logs noted that the jaw condition or grasping strength of the secure cadiere forceps is not directly tracked. There were no errors noted that would indicate insufficient holding strength. Visual inspection of the returned secure cadiere forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. A piece of clear polymer was stuck in one of the drive cables, and was removed. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the secure cadiere forceps were read with no observed failures. Jaw grasping force testing was performed and the forces at each measured position were found to be within specification. Evaluation of the secure cadiere forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy while the surgeon tried to pull on the prostate, the prostate slipped out of the grasp of the secure cadiere forceps as if the grip strength was weak. The secure cadiere forceps was replaced with a new one, and this resolved the issue. There was no patient injury.